Manufacturer narrative:
The device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia cassette was unable to disconnect from the transfer set; further described as " the patient was unable to disconnect from the cycler and had to cut the line, clamp, and go to the peritoneal dialysis (pd) clinic for a line change". This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.